Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant, the left ventricular (lv) lead was causing diaphragmatic stimulation. The lv lead was repositioned but was unable to pace in new location. The lead was explanted and a new smaller lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Concomitant medical products: dtba1qq biv ICD, implanted: (B)(6) 2014; 5076-45 lead, implanted (B)(6) 2014; t510c29 tissue valve, implanted (B)(6) 2013. (B)(4).